Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Quality controls and calibration prior to the event wer acceptable. A possible reason for the low tsh result was premature liquid level detection caused by a droplet on the inner wall of the sample tube or foam on the surface of the sample. No further information concerning the patient was available. It was unknown why determination of tsh was performed. No adverse events were reported.

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample. The original tsh result was 0.058 uiu/ml. This result was reported outside the laboratory and the doctor ordered a free t4 based on the low tsh result. The tsh was rerun with the free t4 order. The first tsh repeat result, tested (B)(6) 2011 recovered 0.508 uiu/ml. The second tsh repeat result, tested (B)(6) 2011 recovered 0.505 uiu/ml. No adverse events have been alleged regarding the discrepancies. The tsh reagent lot number was 159668.